Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery and the ostium of the side branch. An unknown stent was implanted in the lad. A 2.5 x 08 mm xience xpedition stent delivery system (sds) was advanced through the previously placed stent into the ostium. The vessel was large, so the sds was being pulled back against the stent in the lad so the xience xpedition sds would not move. When deploying the stent, it popped off the balloon, out of the ostium, into the lad. The stent was then pushed into the distal lad where it was embedded against the side wall by another unknown stent implant. The procedure was completed at this time. There was a clinically significant delay reported. The patient is doing fine. No additional information was provided.